Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, air bubbles anomaly and leaks in the reservoir. Customer's blood glucose level was 416 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer's current blood glucose level was 350 mg/dl. Customer advised their were pebble sized air bubbles inside of the reservoir and the reservoir leaked. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.